Manufacturer narrative:
Previous recurring infections were reported under MFR#s 2916596-2020-00005, 2916596-2019-06156, 2916596-2020-00773, 2916596-2020-01370, 2916596-2020-01856, and 2916596-2020-02315.previous driveline revision was reported under MFR #2916596-2021-02109.

Event description:
It was reported the patient passed away due to cardiopulmonary arrest. It was reported the patient had an ongoing pseudemonas driveline infection. No support and increasing delirium. The patient was residing in a nursing home and did not want to continue living this way. The patient's family made patient a do not resuscitate (dnr) and comfort measures only once delirium had progressed. It was reported the device operated as intended. No autopsy will be performed. The device was not explanted. The device will not be returned for evaluation. Additional information stated that patient had multiple ongoing infections previously reported. Patient was on multiple antibiotics until they all became resistant. Patient also had a driveline revision in the past.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be determined. Furthermore, a specific cause for the reported driveline infection could not conclusively be determined. The device reportedly, operated as intended. No autopsy was performed. The device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed, and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this document lists infection (localized, driveline and pump pocket/pseudo pocket) and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection". The heartmate 3 lvas patient handbook is also currently available. This handbook also contains information about preventing infection. No further information was provided. The manufacturer is closing the file on this event.